Manufacturer narrative:
The device was received deployed. No kinks or bends were identified on the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion or evidence of leaking during wear. The patient history buffer data showed no evidence of issues with insulin delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's father reported the patient's blood glucose (bg) level reached 19 mmol/l (342 mg/dl), while wearing the pod between 37 and 48 hours. The pod reportedly leaked insulin. When removed from the infusion site (leg), the pod's cannula was observed to be bent. As treatment, a new pod was successfully applied.